Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip, cracked battery tube threads and scratched display window.